Event description:
It was reported that medfusion 4000 pump, case is cracked and syringe is stuck and won't close. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked and chipped, the right plunger case was cracked, the screw boss was broken on the left punger case and there was visible contamination. Review of the event history log showed an occurrence of "check syringe plunger sensor." The investigation found that the device duplicated the reported issue during the power up process. The investigation determined that the flippers getting stuck due to the cracked plunger case as the result of physical impact was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The left plunger case was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.